Event description:
Device malfunction: difficult to remove/damaged tip. Time of malfunction: during vessel closure. Symptoms/ae:none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after a diagnostic coronary procedure. The deployment of the starclose was successful. However, during retrieval, an unspecified "problem" occurred where the tip of the device was damaged and could not be removed properly. The device was removed manually by rotating it and pulling it out. There were no reported adverse pt sequelae. Though requested, no add'l info available.

Manufacturer narrative:
The device was received. Investigation is not completed.